Event description:
It was reported that the patient's system controller had a controller fault advisory alarm. The patient was plugged into their mobile power unit (mpu) and they noticed the lights on the device were off, so they switched to battery power. The reported advisory alarm occurred after the patient switched to battery power. This alarm was for an internal malfunction and it was advised that the system controller be exchanged. The controller exchange was performed by the patient at home. The ventricular assist device (vad) was functioning as intended and the pump parameters were normal. There were no reported issues against the patient's mpu and it functioned as normal with the patient's new system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm that was active on the system controller was confirmed via analysis of the log files; however, it was not confirmed via analysis of the returned system controller (serial number: (B)(4)). The heartmate 3 system controller was returned to abbott in unremarkable physical condition and a log file was downloaded. The submitted log file and the downloaded log file from the returned system controller contained partially overlapping data spanning approximately 8 days (23jan2022 ¿ 31jan2022 per the timestamps). The log file captured a controller fault alarm active on 31jan2022 from 03:17:08 to 03:47:23 due to a controller boost over voltage fault. The alarm did not resolve until the controller was turned off on 31jan2022 at 10:38:34. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The system controller was returned to abbott for evaluation in unremarkable physical condition. During evaluation, the returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Evaluation of the returned controller did not reveal any issues that would have resulted in the reported controller fault alarm. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and quality assurance specifications. The system controller (serial number (B)(4)) was shipped from abbott on 09sep2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to troubleshoot all alarms, including controller internal fault alarms and the actions to take if the issue does not resolve. The patient handbook and the instructions for use cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.